Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, it was reported that the patient never had therapeutic effect. The device system was implanted in 2008 and revised in 2009. At that time, the catheter was either kinked or had a hole in it; the patient didn't remember which as in one instance the catheter was kinked and in another instance there was a hole in the catheter. The drug in the pump at the time of the event, the patient's other medications/pertinent medical history, and clarity regarding the catheter issue/revision were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.